Event description:
It was reported that this right atrial (ra) lead exhibited noise. (B)(6) technical services (ts) confirmed the noise and suggested bringing the patient to clinic for further evaluation. No adverse patient effects were reported. This report reflects info received by the FDA in the form of a notification per 803.22 (b)(2).